Event description:
Niece of homepatient (hp) reports patient line of homechoice set was not priming completely. Hp was able to prime line after a few reprime attempts. Per niece, there was no patient injury or medical intervention as a result of incident.